Manufacturer narrative:
Implant date: (B)(6) 2009. (B)(6). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.

Event description:
It was reported that the patient underwent an unspecified spinal fusion procedure using posterior instrumentation. An unknown time post-op, one of the rods broke, and the patient had a non-union at l5-s1. The patient underwent a revision surgery approximately 21 months post-op to replace the broken rod and attempt to obtain fusion at l5-s1.